Event description:
It was reported that the patient stated their controller went blank and became unresponsive when attempting to charge the implanted neurostimulator. The patient also reported that the intellis recharger would get too hot, requiring them to move it around. During the call, patient service guided the patient through removing the battery pack and plugging the controller into the ac power cord; the patient confirmed the controller powered on. The patient then reinserted the battery and confirmed the green light was blinking on the controller, with the controller at 40% and the implant at 60%. The issue with the recharger overheating was not resolved, and an email was sent to the repair department to replace the recharger. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #:(B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.